Event description:
A customer reported to beckman coulter, inc. (Bec) that the coulter hmx hematology analyzer leaked some fluid. The volume of the leak is unknown. The customer was wearing a lab coat and gloves at the time of the occurrence. There was no injury or exposure, and medical attention was not sought. Msds was not reviewed, but the facility has an exposure control plan. There were no erroneous results generated in connection with the leak. Bec field service engineer (fse) found a leak at the probe wipe block, and noted that the probe wipe block was not fully extending. The fse replaced the probe wipe block tubing and realigned the probe wipe. The repairs were verified per established procedures.

Manufacturer narrative:
(B)(4).